Manufacturer narrative:
The device was received fully deployed. Inspection of the device found no damages or defects that would cause a needle mechanism failure. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has been returned/received to date and is pending an investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.